Event description:
The manufacturer became aware of a literature published by department of traumatic orthopedics, tianjin hospital, china. The title of this report is ¿analysis of complications of intertrochanteric fracture treated with gamma 3 intramedullary nail¿ published on october 30, 2014, which is associated with the stryker ¿gamma3 nailing¿ system. The article can be found at issn:1940-5901/ijcem0001817. This report includes research done on 186 patients and data collection period not mentioned in the literature. It was not possible to ascertain specific device details or patient information from the report, or to match the events reported with previously reported complaints. Therefore, new complaints were initiated in the system for the post-operative complications mentioned in the report. This product inquiry addresses 5 cases of refracture of proximal femur shaft during the gamma 3 nail inserting into the medullary cavity. The report states: ¿[¿] refracture of proximal femur shaft during the gamma 3 nail inserting into the medullary cavity occurred in 5 cases [¿] the time in bed of patients was prolonged in the cases of refracture of femur shaft during the gamma 3 nail inserting into the medullary cavity [¿] they achieved union for a maximum of 4 months.¿

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated.